Event description:
It was reported the speedstitch suturing device was causing the suture cartridge to disengage from the handle intra-operative. The incident occurred during two separate surgical procedures, both involved the same speedstitch suturing device. The physician asserted that on each occasion, the cartridge began to disengage while the physician was removing the speedstitch suturing device from the pt portal. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's identifying info was not provided. Attempts to obtain additional info from the distributor were unsuccessful.